Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reports that customer has received no delivery alarms and that insulin pump makes noise when rewinding. Customer's mother does not have serial number to verify pump, so will call back with information. No further information provided.